Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) and breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.